Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. A 4mm x 40mm x 146cm coyote es balloon catheter was then advanced for dilation. However, upon inflation, the balloon also ruptured. The procedure was completed with a bigger size mustang balloon catheter. No further patient complications were reported.